Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The consumer reported issues with 3 freestyle libre 2 sensors, all with unknown serial numbers. This report covers all 3 sensors. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported a sensor error with the adc device, after 3 days of use. The customer also reported that prior to this, the sensor was reading 15-20 [mg/dl] lower than built-in reader's meter results. Additionally, the customer stated that there were sensor errors with 2 previous sensors. There was no report of adverse event or third-party intervention required due to these reported issues. Based on the information provided, there was no report of serious injury associated with this event.